Event description:
Md was using vulcan hand piece and stated he thought he saw metal shavings coming from the instrument. Instrument was removed from the sterile field. New instrument was opened on sterile field to replace hand piece that was malfunctioning.